Event description:
The customer reported to vyaire medical problem with bellavista 1000e us where unit had a decommission screen. The reported issue happened during patient use. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire advised to replace main board. Purchase order under po 5001418881 received. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Investigation revealed that this is a known non-reproducible bug in wpf input subsystem, .net or windows related. The proposed bug fixes found online didn't solve the problem. Tfs ID 56214 was created but closed as it was not possible to reproduce it. Not critical as the issue can only appear during start up. Investigation ongoing under bvit-11.